Manufacturer narrative:
Correction section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed tool damage to the silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical test performed. The scanning electron microscopy (sem) analysis revealed evidence of damage to the insulation on electrode wires, which could result in a high current leakage between the contacts. It is believed that the parylene wire insulation damage found on electrode wires are the source of the short circuit reported. Sem analysis confirmed the damage to the wire insulation where it passes through the contact which is consistent with the electrodes identified with the short circuit prior to explantation. An internal corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues and decreased performance. Device testing revealed results within normal limits. Programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was performed per request of the nca and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.